Manufacturer narrative:
Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately 5 minutes and 48 seconds from 12:49pm on (B)(6) 2020, which is sufficient time to replace the reagent. The station properties were reset at 12:55pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 8 prior to these user actions were: ethanol concentration=78.0%, cycle=31, cassettes = 5424 and days=45. Based on the information provided by the complainant, it was determined that the tissue samples exhibiting sub-optimal tissue processing, were derived from the "pathologist grossing" protocol comprising 60 cassettes, which started in retort a at 13:26pm on (B)(6) 2020 and completed at 05:55am on (B)(6) 2020. No event/error codes were recorded during execution of this protocol. The station properties for bottles 4 (70% ethanol), 8 (ethanol), 12 (xylene), 13 (xylene), 14 (xylene), 15 (cleaning xylene), 16 (cleaning ethanol) and the wax in wax baths 2, 3 and 4 were reset between 07:28 and 11:22am on (B)(6) 2020, which was following completion of the "pathologist grossing" protocol started in retort a at 12:26pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The information provided by the complainant details that a use error had occurred, in which a user incorrectly replaced the reagent in bottle 8 with 70% ethanol rather than 100% ethanol and affirmed in the instrument software that the reagent concentration was to be set to the default value of 100%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol), which had an ethanol concentration of 70% due to the use error, was used for the final dehydration step of the "pathologist grossing" protocol started in retort a at 12:26pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Based on the information provided by the complainant that a user had replaced the contents of bottle 8 with 70% ethanol and reset the reagent concentration to the default value of 100%, it was determined that the root cause of the sub-optimal tissue processing reported was a use error, which occurred between 12:49pm and 12:55pm on (B)(6) 2020 when replacing the reagent in bottle 8 (ethanol). The available information indicates that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported the following in relation to peloris ii rapid tissue processor serial number (B)(4): "wrong concentration entered into sw, bottle #8 resulting in poor processing reported. Customer believes protocol 'pathologist grossing' was performed on retort a, about 140 cassettes impacted. Tissue is soft, underprocessed. Xylene bottles and wax stations were completely changed out after event discovered. Bottle #8 was replaced with actual 70% alcohol in bottle but sw reflected 100%." On (B)(6) 2020, the leica histology technical specialist-(B)(6) contacted the complainant to request information as to the final status of the affected tissue samples and patient consequences and documented that it was believed all specimens were diagnosable with confirmation to be provided the following week. On (B)(6) 2020, the complainant reported the following in relation to the final status of the affected tissue samples and patient consequences to the leica histology technical specialist-canada "following up on our conversation, two of our paths said they were able to make diagnosis on most cases. One path said that on one of his cases, the sections on immuno slides fell off and cannot make diagnosis. (B)(6) had to file an incident report on that case which I don't have the patient demographics with me. The other path said he was able to make diagnosis on most cases but they were 'borderline'. He said that he was unable to pick up subtle differences in each tissue." On (B)(6) 2020, the leica histology technical specialist-(B)(6) received information from the technical coordinator - anatomic pathology by email that: "there were a total of 60 cases affected. All were diagnosable." On (B)(6) 2020, the technical coordinator - anatomic pathology provided the following further information by email: "my mistake. There were only 59 cases affected."